Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with sensor. The customer changed out sensor due to an error and he was running low. The customer's blood glucose was ranging between 44mg/dl-55mg/dl. The customer declined low blood glucose troubleshooting.